Event description:
The customer stated that his blood glucose readings had been higher than usual. His contour meter read in the 400-500 mg/dl range, while the nurse's meter read in the 100's (mg/dl). The difference between the readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The lot number provided by the customer was not correct.